Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently in transit to the investigation site.

Event description:
A report was received stating that the anaesthesia breathing circuit was found to be leaking. It is unk if the leak was found prior to use or during use on a patient. Further information has been requested. No further information has been received at this time. No adverse effects to a patient have been reported.